Event description:
It was reported that the patient was not feeling stimulation following a fall. The fall happened the night before the date of this report. There was a "black and blue mark of the implant now." It was reported that the patient was able to urinate the morning of this report, but was not at all this afternoon. The patient felt simulation yesterday, but not now; however, the patient often didn't feel the stimulation even though it was working. It was noted the implantable neurostimulator was implanted for incontinence. It was also reported that since the fall, the patient had been unable to communicate with the device with the patient programmer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3889-28 lot# v942570, implanted: 2012 (B)(6), product type lead product ID, 3037 serial# (B)(4), product type programmer, patient. (B)(4).